Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not communicating with transmitter. Customer's blood glucose was 35 mg/dl, which was treated with food. Customer's blood glucose at the time of call was 304 mg/dl which was treated with bolus delivery. During troubleshooting, customer was advised on different reasons why sensor was not communicating with transmitter. It was noted that when customer checked blood glucose, it did not transfer to over to insulin pump. Meter ID was programmed into insulin pump correctly. Customer was assisted with meter settings.